Event description:
It was reported by the customer "the patient was admitted to the hospital for postoperative immunotherapy for pancreatic malignant tumor, and the PICC catheter was inserted into the right side of the vein on (B)(6) 2023 in accordance with the doctor's order, the implantation length was 40cm, the exposure was 5cm, and the patient's right side of the arm circumference was 23cm, the bleeding was low during the operation, and the insertion process went smoothly, and the tip of the catheter was located in the 8th thoracic vertebrae in the chest radiographs, and the patient had regular maintenance in the PICC clinic of the hospital and in the hepatopancreatic and gallbladder surgical ward during the period. During this period, the patient was in our PICC clinic and hepatobiliary and pancreatic surgical ward for routine maintenance, and in the hepatobiliary and pancreatic surgical ward for chemotherapy and immunotherapy without complications, the patient was admitted to the hospital for postoperative immunotherapy for pancreatic malignant tumor on (B)(6) 2024, and the PICC catheter was fixed at the time of admission, and there was no oozing of blood and fluid from the puncture point, and it was red, swollen and hardened, and the patient was found that there was fluid oozing from the puncture point when he had infusion to flush out the catheter today and it was good to draw back the blood after communication with his family members and the doctor. After communicating with the family and the doctor, considering that the patient's chemotherapy cycle has been completed and the pipeline oozing has been unusable, the patient's family asked for the catheter to be pulled out immediately, and the anterior end was intact without any problem, and after pulling it out and checking the catheter, there was liquid oozing from the end of the catheter at a distance of 6cm, which suggested that the pipeline was broken here, and communicated with the patient and his family and expressed his understanding."

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.